Event description:
It was reported that a patient underwent a total hip replacement and a drain was placed into the fascia on (B)(6) 2014. When the surgeon sutured the joint capsule the needle damaged the drain and that caused the drain to break. Another drain was placed and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.